Event description:
It was reported that the right atrial (ra) lead dislodged and had no capture. It was also reported that the ra lead was repositioned twice but had positioning and fixing difficulties. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.